Event description:
The customer reported that the system had a generator error and locked up during a case. The procedure was completed with another system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.